Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier was observed to have not been closing the clips. A back up instrument of the same kind was used, and the procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: yes, the instrument was inspected prior to use with no damage found. The issue occurred during clamping of a vessel or tissue. The issue related to clip applier jaws remaining static/not moving when surgeon commanded movement. No other information is available and will check with or staff if any further information is available. No patient demographic information available from the site.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system: the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument jaws opened and closed properly. The clip test was done three times in different positions and passed each time. The instrument was fully functional. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found to have no functional or damage.

Event description:
Refer to h11 for follow-up information.